Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had disconnected mode, failed during the medication loading process and went offline in remote smart service. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A field service engineer (fse) performed a diagnosis and identified that the station was operational, but the customer was unable to register additional parents, and the technical support specialist advised a server failure. The customer then provided the media access control address to the local information technology department and confirmed that the station was operational. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had disconnected mode, failed during the medication loading process and went offline in remote smart service. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.